Event description:
The tip of the instrument broke off, a piece was sent floating in the joint on x-ray.

Manufacturer narrative:
Examination of the returned instrument confirms the observation. The tip is fractured as reported. Previous investigations, including evaluations by a depuy material scientist has determined that user error is the root cause. Mfg or material error was not identified. It is however preconized that improvements are possible to alleviate this issue even if not used properly. Modified sample pieces will be manufactured and tested to determine possible modifications that may improve the strength of the tip. Once testing has identified improvements in product strength, the decided upon modifications will be captured. Testing is on-going and completion expected in 2009. Continue to monitor through trend analysis.